Event description:
No further information available - per for reference only: the customer reported via the sales rep that during an x-ray review, it was observed that the inter-body device has migrated. It is further reported that the device has migrated approximately 6mm posterially to the rear of the spine. It is further reported that both the surgeon and patient commented that the procedure is viewed as successful and the patient has no symptoms or pain. It is further reported that the customer has raised this observation as a query only and will not subject any further information relating to the event and does not require investigation results / escalation of the observation. It is further reported that there are no adverse consequences.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering evaluation. This device is not marketed in the us, however, similar devices are.